Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I free t4 results generated on the alinity I am processing modules for one patient which did not fit the patient¿s clinical picture. The sample was repeated on another instrument and the result was higher. The following data was provided: customer¿s reference range: 9.0 to 19.0 pmol/l on (B)(6) 2024, sid (B)(6) , (B)(6) initial result = 8.71 pmol/l. On (B)(6) 2024 sid (B)(6) , (B)(6)) repeat result = 9.10 pmol/l. Repeat result (B)(6) = 20.9 pmol/l. Customer stated the result of 20.9 pmol/l was more inline with the patient¿s clinical picture. There was no impact to patient management reported.

Event description:
The customer observed falsely decreased alinity I free t4 results generated on the alinity I processing modules for one patient which did not fit the patient¿s clinical picture. The sample was repeated on another instrument and the result was higher. The following data was provided: customer¿s reference range: 9.0 to 19.0 pmol/l 27jul2024 sid (B)(6) initial result = 8.71 pmol/l 30jul2024 sid (B)(6) repeat result = 9.10 pmol/l repeat result (B)(6) = 20.9 pmol/l. Customer stated the result of 20.9 pmol/l was more inline with the patient¿s clinical picture. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely decreased alinity I free t4 results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify trends for list number 7p70, however, an increase in complaint activity for lot 61390ud00 was not identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 61390ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the alinity I free t4 reagent, lot number 61390ud00.